Event description:
It was reported the balloon burst. The target lesion was located in the moderately tortuous left anterior descending artery. During the use of a 2.50mm x 8mm nc emerge balloon catheter, inside the patient, the balloon burst. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.